Manufacturer narrative:
Pr (B)(4)- follow up MDR for correction. Following the submission of the initial MDR, it was noted that the incorrect material number and description were provided. D4: updated with corrected material number and product description.

Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) - follow up MDR #2 for correction.

Event description:
Material#:515064; batch#: unknown. Verbatim: the customer was mixing doxorubicin and reported red drug leaking onto the membrane, protector itself and gloves.

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#:515064 batch#: unknown it was reported by customer that the customer was mixing doxorubicin and reported red drug leaking onto the membrane, protector itself and gloves. The customer was mixing doxorubicin and reported red drug leaking onto the membrane, protector itself and gloves.

Manufacturer narrative:
Sample and photo received for investigation. Through initial evaluation, the membranes are observed to have been punctured and a reddish color can be seen on the membrane. Functional testing was performed on the returned samples, after passing liquid through the system and disconnecting the injector from the protector, no liquid or evidence of a leak was observed. A device history review was performed for lot 2309405, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Leakage and pressure testing is performed for all lots during manufacturing to ensure the quality of the membrane. Results were reviewed for returned lot 2309405, and all results were found to be acceptable. The performance of the sealing membrane is reduced after multiple perforations and extended activation time, the membranes are designed to be punctured up to ten times. Based on the sample evaluation and quality team's investigation, we cannot identify a root cause at this time.

Event description:
No additional information.